Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for procedure. During the procedure, it was noted that the balloon ruptured upon third inflation at 6atm. The device was removed using normal method without any problem. The procedure was completed with another wolverine coronary cutting balloon. There were no complications reported and the patient was in good condition post procedure.